Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears discolored showing evidence of blood contact. The valve holder remains attached to the valve. All stent posts are deflected with the sutures intact. The rotor remains intact. All leaflets are in the closed position. The valve holder is open and intact. No evidence of damage on the valve holder and or rotor. The valve holder was detached from the sewing ring for further observations. All leaflets are flexible and intact. All commissures appear intact. Using a digital caliper, the od on the outflow was measured showing the valve is within specification at 27.19 mm. The valve od was deemed acceptable. The height gage showed both the tip of the right non-coronary and non-coronary left stent posts slid into the corresponding size step without interference deeming them to pass. Initially, the left right stent post showed slight interference while inserting the valve in the height gage causing the tip of the stent post to not slide under the step with ease. With this observation, the valve was inspected by the appropriate manufacturing qc inspector and deemed acceptable. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D9: updated h3: device evaluated? Updated h6: coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6: fdm code added. Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 27mm mitral bioprosthetic valve, the patients mitral annulus was sized using the valve sizer but while implanting the valve, the valve did not fit properly into the annulus. It was reported that the valve was explanted and replaced with an unknown product. No additional adverse patient effects were reported.